Manufacturer narrative:
(B)(4). As reported by the user facility, it has been confirmed that the batch number is unknown and no samples are available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported by the user facility: chemotherapy drug was prepared in the pharmacy with v1921 attached and sent to nursing unit. Upon arrival, the nurse noted leakage from the bag. Leakage was discovered at the air vent area. When the bag was returned to pharmacy, the air vent was not in place. A hole was observed in place of the vent. No chemotherapy exposure, as all personnel were wearing ppe. No patient involvement or injury reported.